Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 1. Concurrent conditions included pelvic pain and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the abdominal pain, pelvic pain and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2021: hemorrhagic cyst within the left ovary measuring 2.4 cm. No suspicious features. Trace free fluid. Essure coils noted in the region of the bilateral uterine cornua appearing in grossly satisfactory position. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 1. Concurrent conditions included pelvic pain and endometriosis. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the abdominal pain, pelvic pain and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2021: hemorrhagic cyst within the left ovary measuring 2.4. No suspicious. Features. Trace free fluid. Essure coils noted in the region of the bilateral uterine cornua appearing in grossly satisfactory position. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received. Case became serious incident as removal was done. Lab data, reporters information and medical history were added. New event added: pelvic pain, endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.